Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the health care professional (hcp) received a code 1003, indicative that the voltage was too low for projected remaining capacity for this implantable cardioverter defibrillator (ICD) technical services (ts) reviewed the available device data and confirmed the code. Device replacement and return for analysis were recommended. Subsequently, this device was successfully explanted and replaced. No adverse patient effects were reported. At this time, this product has not been returned.